Event description:
On (B)(6) 2021 at approximately 2000 the poc reported a discordant test result. A total of three tests were performed per facilities protocol upon a new admission into the (B)(6), a facility located in (B)(6). Per the nurse that performed the tests (poc), two of the tests had a result of three lines, and the third test had a result of two lines which resulted in a positive test result. A covid pcr test was performed (B)(6) 2021 with negative results confirmed on (B)(6) 2021. FDA safety report ID# (B)(4).